Event description:
It was reported that a pump has a system error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 322 caused by loose nylon screws on the lower latch switch bracket. The loose nylon screws will trigger an intermittent open/closed switch connection causing the system error 322. The lower auxiliary assembly was replaced because it contains the nylon screws. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. See scanned page.